Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced exposed posterior mesh, painful intercourse, vaginal lump, grade one to two cystocele, vaginal vault prolapse, vaginal pain, in office excision of mesh, pelvic pain, dyspareunia, incompetent weakened pubocervical and rectovaginal tissue, cystocele, rectocele, exposure of vaginal mesh, infection and inflammation of genitourinary device, frequency of urination, urgency of urination, anterior and posterior vaginal wall mesh removal and repair, cystoscopy, current every-day smoker, postmenopausal atrophic vaginitis treated with estrogen, midline cystocele, prolapse of vaginal walls, incontinence, trouble urinating, tension/anxiety and depressed mood, orgasmic dysfunction and decreased libido, back pain, anterior repair with insertion of mesh and resection of exposed mesh in 2009, multiple areas of mesh erosion, no evidence of gross infection, severe scarring, bilateral pudendal nerve blocks, anterior vaginal wall mesh removal, posterior vaginal wall mesh removal, anterior and posterior repair and cystoscopy in 2012.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, suffering, disability, impairment, disfigurement, vaginal mesh erosion, shrinkage, extrusion of mesh causing urinary retention, dyspareunia, recurrence of vaginal wall prolapse, vaginal and pelvic pain, straining with urination, severe scarring, difficulty ambulating secondary pain and weakness in lower extremities, and past and future medical and nursing care and treatment. Associated mdrs: 1018233-2013-01068, 1018233-2013-01069 and 1018233-2013-00860.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced elevated blood pressure, mixed incontinence, nocturia, slow and interrupted urinary flow, constipation, vaginal dryness, hematuria, urinary tract infections, kidney stones (calcification), leakage, leg pain, dysfunctional voiding, incomplete bladder emptying, inability to resume sexual intercourse, migraine headaches, pelvic relaxation, sexual dysfunction, recurrent anterior vaginal wall prolapse, failed previous repair (failure of implant), tenderness, muscle spasms, pelvic floor dysfunction and weakness, tissue damage, cramping, unspecified complication of mesh, low back pain, tightened vagina, rectal pain, foreign body reaction, abdominal pain, nerve damage, unspecified neuromuscular issues, scar tissue, blood loss, vaginal wall induration, vaginal mucosa buttonhole, vaginal pressure, palpable mesh (foreign body in patient), mesh protrusion, ambulatory difficulties, blister, hesitancy, unspecified bladder dysfunction, fatigue, weight fluctuations, joint pain, dizziness, chest pain, decreased urinary stream, prolonged voiding time, shortness of breath, decreased sensation for urge to urinate, muscle pain, mononeuritis, swelling, difficulty with bowel movements, introital pressure, numbness, nausea, vaginal discharge, paresthesias, urethral hypermobility, perineal tearing, hemorrhoids, itching, burning sensation, dysmenorrhea, white blood cells, bacteria and enterococcus species in urine, vaginal stricture (obstruction), fibrosis, defects, adhesions, erythema, ulcer, granulation tissue, aching, bloating, dysuria, elevated post void residual, groin pain, foreign body sensation, tingling, hot flashes, discomfort, vaginal shortening, ureterotomy, chills, night sweats, soreness, cystitis, lumbago, vulvodynia, elevated temperature, bowel problems, bruising, palpitations, reduced range of motion, vaginismus, anal pain, hydronephrosis, hydroureter, ureteral injury, thinned bladder wall, suspicious fluid in the vaginal vault and required nonsurgical and additional surgical interventions.